Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver a 50% dextrose solution, at a rate of 20ml/hr, with a vtbi (volume to be infused) of 500ml, and the delivery was started. After an unspecified length of time, while operating on ac power, the device alarmed for low battery. It was reported that the alarm was cleared, and the delivery was restarted. The customer contact indicated that the patient's blood glucose was being monitored every 3 hours with results reported as between 100-107mg/dl. Approximately 4 hours after the low battery alarm was cleared, it was reported that a routine blood glucose level was drawn, with results reported as 64mg/dl. The customer contact indicated that patient had no signs or symptoms of hypoglycemia. At that time, it was reported that the nurse noted the device had powered off by itself with no audible alarm tone. The device was removed from clinical service. The dextrose therapy was discontinued, and the patient was started on an unspecified enteral nutrition. After an unspecified length of time, the customer contact reported that the patient recovered from the hypoglycemia. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on (B)(4) 2012. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).